Event description:
The customer reported that while running an hcv assay using summit sample handler, the tip in position 7 did not pcik up any reagent and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.